Manufacturer narrative:
This report is submitted on january 23, 2023

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the outer ear and an infection that was treated with oral antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.